Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer also experienced high ketone levels identified as life threatening by a healthcare provider. Subsequently, it was reported that the customer performed the load sequence while connected to the site to address the elevated bg level. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customer continued to use the pump for insulin therapy.